Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device (over 11 years), causing the main lamp failure and the socket became unstable due to aging deterioration by repeated use.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "main lamp would not ignite" was not duplicated. The reported problem of "connector issues" was confirmed. The evaluation found a poor scope socket connection due to excessive stress. Based on the result of the evaluation, the likely cause of the poor socket connection is user handling.

Event description:
A user facility reported to olympus that the main lamp would not ignite and "connector issues." There was no patient injury or harm, associated with the problem, reported to olympus.